Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a mildly tortuous lesion in the proximal cx artery with 80% stenosis. It is reported that the patient has a calcified carina but severity is not listed. The lesion was pre-dilated. There was no damage noted to packaging. There were no difficulties with removing the stylette or protective sheath. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that stent dislodgement occurred during removal following a failed delivery. Inflation device was neutral.  To remove the dislodged stent, it was snared from the profunda federal artery.

Manufacturer narrative:
Additional information: resistance was encountered when advancing the device. The device did not pass through a previously deployed stent. The delivery system was discarded, but the stent is available for return evaluation summary: the stent was not present on the balloon but did return for analysis. Delivery system was not returned with the stent; therefore, analysis was not performed. Deformation was evident to the complete distal stent wraps, with struts badly stretched and damaged. If information is provided in the future, a supplemental report will be issued.